Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated "when using the fbn, it was found that blood leakage occurred in the flashback chamber."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed, however the photos do not show the cause of the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated "when using the fbn, it was found that blood leakage occurred in the flashback chamber."